Manufacturer narrative:
Occupation: reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: the customer reported that the wing screw was broken in holding sleeve. The repair technician reported the device is missing the wing screw. Missing parts is the reason for repair. The cause of the issue is missing parts. The following part was replaced: wing screw. The item was repaired per the inspection sheet, passed synthes final inspection on 03-aug-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. No design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, during an unknown procedure the wing screw was broken in holding sleeve. During manufacturer's investigation of the returned holding sleeve 55mm it was observed that device cannot be assembled. This report is for one (1) holding sleeve 55mm. This is report 2 of 2 for complaint (B)(4).